Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. PMA/510(k) # p100022/s014. The zisv6-35-125-6-120-ptx device of lot c1281397 involved in this complaint was returned for evaluation, without the original packaging. With the information provided a physical examination and document based investigation was carried out. From customer testimony, it is known that the complaint device was advanced over an unknown wire guide. The device was flushed as per the IFU prior to the procedure. The stent was eventually fully deployed. The patient anatomy was severely calcified and tortuous. Pre dilation was conducted prior to the stent deployment. On evaluation of the returned device, the handle was severely damaged. The stent retraction wire was pulled from the stent retraction sheath (srs). The wire guide was returned inside the complaint device, and was measured as 0.035¿ in diameter. From the device images the flla was not returned with the device and the delivery system itself appears to have been cut at a number of locations inclusive of the outer sheath (stability sheath) . The customer complaint is confirmed as the handle was damaged. Additional information was requested of the customer. The physician reported that no issues were encountered with the accessory devices. The physician reported that the wire inside the handle malfunctioned, and that they had to cut the stability sheath to fully deploy the stent and remove the outer sheath from the patient. Possible causes for this occurrence could include the difficult patient anatomy. The patient anatomy would have caused resistance during deployment, which could have created high deployment forces. These forces could have caused or contributed to the wire separating inside the device, and the inability to deploy the stent. However, as the conditions of use cannot be determined in a laboratory environment, a definitive root cause for this occurrence cannot be determined. Prior to distribution, all zisv6 (zilver ptx thumbwheel) devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records did not reveal any discrepancies which could have contributed to this complaint issue. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1281397. According to information provided, the patient did not experience any adverse effects due to this occurrence. The stent was fully deployed without the need for further intervention. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
The thumb wheel handle broke when they were trying to deploy the stent. They had to break the handle to get the stent to deploy. The stent was deployed successfully.